Event description:
Implant was opened, when surgeon handled it, upon insertion in to the patient the wire locking mechanism popped off the implant and fell on the floor. This was as the implant was impacted. It appeared to be very loose as the surgeon impacted it as he usually does as per the op tech. The wire seemed to fall off at the first bit of impaction which was strange. It was apparent to both the stryker rep and surgeon that something seemed wrong with the implant as the locking wire should not be falling out of the poly implant.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding disassociation/damage involving a triathlon insert was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device is damaged in the area of the locking mechanism, consistent with disassembly through explantation. The locking wire was not returned. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device indicated that the device is damaged in the area of the locking mechanism, consistent with disassembly through explanation. The locking wire was not returned. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Implant was opened, when surgeon handled it, upon insertion in to the patient the wire locking mechanism popped off the implant and fell on the floor. This was as the implant was impacted. It appeared to be very loose as the surgeon impacted it as he usually does as per the op tech. The wire seemed to fall off at the first bit of impaction which was strange. It was apparent to both the stryker rep and surgeon that something seemed wrong with the implant as the locking wire should not be falling out of the poly implant.